Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, the device couldn't be fired. The surgeon was able to press the green button, but was not able to squeeze the handle. Both handle and reload were replaced to resolve the issue in order to complete the case. There was no patient injury.